Manufacturer narrative:
(B)(4). To date, no other complaints regarding this failure mode within this lot has been reported. The device has not yet been returned. A supplemental report will be submitted as soon as the device has been returned and an investigation has been completed. We will continue to monitor complaints for this failure mode via our standard complaint review process and data trending activities.

Event description:
The customer reported that, during the procedure, the wire became stuck to the stent and delivery tool. The physician had to remove the stent along with the ffr wire after the delivery tool ruptured. It was unclear whether the issue was a problem with the wire or the stent.